Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 320 mg/dl and 147 md/dl. No quality controls were run during the call. No adverse event due to device was reported. A request was made for return of suspect product and a replacement was sent.